Event description:
A journal article was reviewed which contained information regarding this lead. The patient experienced "inappropriate phrenic nerve stimulation" during the implant procedure. The polarity of the left ventricular (lv) lead was changed to resolve the issue. Approximately one month later, the patient again experienced "inappropriate phrenic nerve stimulation" and the lv lead output was adjusted, the issue was again resolved, and the lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: occurrence of phrenic nerve stimulation in cardiac resynchronization therapy patients: the role of left ventricular lead type and placement site. Europace: european pacing, arrhythmias, and cardiac electrophysiology: journal of the working groups on cardiac pacing, arrhythmias, and cardiac cellular electrophysiology of the european society of cardiology. 2013;15(1):77-82. (B)(4).